Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacture date not reported in initial mw. (B)(6). Date received by manufacturer reported incorrectly in the initial mw; original date (B)(4) 2010. Placeholder.

Event description:
Locking bolt received has a length of 44mm instead of 50mm. The wrong etching was located, etching should read 259.440. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has shown the received article did not correspond to specifications. This failure is indicative of a mix-up during the etching procedure between two different locking bolt types-length 50mm and length 44mm. This failure was not detected at the final inspection. A review of the warehouse stock did not reveal further irregularities. This complaint has been deemed valid and a CAPA determination request has been initiated. A review of the device history record did not show conditions that could have contributed to the reported event.